Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt is at MRI appt. Hcp reports no device found. Hcp states pt said they haven't recharged the scs for a year. Hcp added that pt has not recharged the scs because pt cannot reach behind his back and has a hard time getting the belt/recharger in the right position to recharge. Additional information was received from the patient. It was reported that patient stated the therapy has never helped. Patient stated they were "sent new stuff" because it "wouldn't do anything". Patient stated repositioning and having a hard time getting it in the right spot. Patient stated they did feel a buzz that feels like shocking like a electric fence. Agent redirected to managing hcp for next step guidance/schedule a rep for an appointment. The cause of the difficulty getting the recharger in the right position is unknown. Patient would put the belt on and position it in the "tiny area" where it connects and sit for hours and the charging stopped/disconnected without the patient noticing so they would have to start all over again which would taken several hours to charge. Hcp wants the patient to meet with the rep but patient has not heard about any scheduled appointments yet.

Event description:
Additional information from the patient indicated that their equipment hasn't worked in about a year.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.